Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The active implantable device is not involved in the issue of high rv coil continuity. The invicta lead has been replaced on (B)(6) and the invicta lead investigation showed a welding failure that explains the high rv coil continuity. The invicta lead is not approved in the united states.

Event description:
Reportedly, the center received an alert for abnormal coil impedance in the remote monitoring. The invicta lead has been replaced on (B)(6) 2023.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the center received an alert for abnormal coil impedance in the remote monitoring. The team in th center has tried to import the source file to see it on the programmer and to be able to analyse it with more details. But they have not been able to import the files, in different programmers. (An attempt has also been made in barcelona's office, with the same result). Patient has been appointed for next monday (B)(6), so an answer is expected for (B)(6). Ieee, paceart, idf and pdf files are attached.